Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker recommended the customer replace the device's therapy cable as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device intermittently shows the defibrillation electrodes are disconnected. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.